Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successfully crossing the lesion in the sfa, which took three minutes and forty-five seconds of activation, the health care provider (hcp) pushed the recanalization catheter forward forcefully and the catheter allegedly became stuck. It was further reported that the hcp advanced a support catheter close to the stuck site and removed the recanalization catheter, however, the distal tip of the catheter and a segment of the core wire detached and remained in the patient. Reportedly, medical intervention was required to place a stent in the sfa and appose the detached tip and core wire segment against the vessel wall. There was no known impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. The distal tip was missing and not returned with the device. The outer catheter remained intact. At the distal end of the device, the marker band was present. The core wire was broken approximately 142.9cm from the strain relief. Therefore, approximately 3.1cm of the core wire and distal tip were not returned for evaluation. The distal end of the outer catheter and inner catheter was slightly jagged. Functional/performance evaluation: due to the sample condition, no functional testing was performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a tip detachment, as the metal tip was missing from the distal end of the catheter. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the user did not withdraw the guidewire into the distal tip of the crosser catheter prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could contribute to the tip detachment and the tip becoming stuck on the guidewire. Therefore, user-related issues may have contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Do not exceed 5 minutes of activation time as crosser catheter malfunction may occur. If 5 minutes of activation time is achieved exchange for a second crosser catheter before resetting the crosser generator. Adverse events: as with most percutaneous interventions, potential adverse effects include: bleeding which may require transfusion or surgical intervention, hematoma, perforation, dissection, guidewire entrapment and/or fracture, hypertension/hypotension, infection or fever, allergic reaction, pseudoaneurysm or fistula aneurysm, acute reclosure, thrombosis, ischemic events, distal embolization, excessive contrast load resulting in renal insufficiency or failure, excessive exposure to radiation, stroke/cva, restenosis, repeat catheterization / angioplasty, peripheral artery bypass, amputation, death or other bleeding complications at access site. Interventional use: advance the guidewire and crosser catheter 14p, 14s, or 18 to the lesion site. Withdraw the guidewire approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after successfully crossing the lesion in the sfa, which took three minutes and four seconds of activation, the health care provider (hcp) pushed the recanalization catheter forward forcefully and the catheter allegedly became stuck. It was further reported that the hcp advanced a support catheter close to the stuck site and removed the recanalization catheter, however, the distal tip of the catheter and a segment of the core wire detached and remained in the patient. Reportedly, medical intervention was required to place a stent in the sfa and appose the detached tip and core wire segment against the vessel wall. There was no known impact or consequence to the patient.